Event description:
The customer called technical support (ts) and reported that during set up, the device had a primary speaker failure. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse). It was noted that the respiratory therapist was setting up the device and the device gave primary alarm failed message on screen. Per good faith effort, biomed informed that he could not duplicate problem, but did verify codes 5021 motor p power f, and 1102 in event log. The da pcba board and air and o2 flow sensors hours reading zero. The rse advised biomed to replace the speaker to correct 5021, 1102 error codes and replace the other speaker also as a precaution. The rse advised the customer to verify that da pcba is accumulating hours on the service screen after run in and if problem persists replace cpu pcba. Biomed replaced the speakers as a precaution. Ran the unit for 24 hours and found hours for all components. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed the unit did not meet product specifications.